Event description:
It was reported that the user experienced a low blood glucose of 53 mg/dl after not eating throughout the day, then consumed dinner and a peanut butter cup without announcing the meal, after which glucose increased to 61 mg/dl; troubleshooting and education were provided to treat lows first, stabilize glucose, and then announce and eat. Symptoms included dizziness consistent with hypoglycemia. Outcomes included self-treatment with oral glucose without hospitalization. Investigation included user interview and education on appropriate hypoglycemia management. Investigation of this case revealed no device malfunction and indicated user behavior related to unannounced meal timing as the likely contributor to the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.